Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that there was inappropriate shock to the patient. The device was then reprogrammed to prevent any reoccurrence. The patient was reported to be in stable condition at the time of the follow up.